Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they are getting ready to have a series of 3 surgeries. One to remove their cervical stimulator, one to replace the thoracic stimulator due to normal longevity, and one to get a trial occipital ridge stimulator. Patient stated their thoracic stimulator needs to be replaced as their rep told them it was slowly dying as it should not need to be charged daily like it was. Agent documented information given on the call and redirected patient to healthcare provider. Patient met with neurosurgeon in las vegas to discuss procedures. Additional information was received from the manufacturing representative (rep). The rep clarified that they informed the patient that when the recharge burden becomes unmanageable, then it is time to replace their battery. They were not informed that the patient's battery was "slowly dying." No further information was known. Additional information was received from the patient. They reported that yesterday morning they were at 60% as they have to charge their implant daily and it took 1.5 hours. Patients other implant takes 15 minutes to charge from 60% to 100%.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2020, product type implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.